Event description:
It was reported that this brady lead exhibited elevated pacing thresholds during device interrogation. Additionally, no change in position was noted on x-ray. The suspected cause of the high threshold was microdislodgement or microperforation of the screw through the septum. This brady lead was repositioned successfully. This brady lead remains in service and will not be returned. No additional adverse patient effects were reported.